Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material in the bending section cover, air/water cylinder, and channel tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field. Corrected fields: d8 and d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The legal manufacture was able to confirm that the customer's reprocessing steps were according to the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in cf-170 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.